Manufacturer narrative:
Findings: pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected alarm error test. No motor error alarm noted. The motor was tested outside of the device and passed. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no failed battery test and bad battery alarm noted. Pump received with broken battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and failed battery test. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was able to complete pump rewind. The alarm history contained more than one motor error within the last thirty days. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting for failed battery test was performed. The alarm and its possible causes were explained. The contact were not missing or damage. The customer stated that they have replace the battery cap when the issues started. Battery compartment and springs were neither damaged nor corroded. There was no indication that the issue was resolved during the troubleshooting. The insulin pump will be returned for analysis.